Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of lot # hutg1705 showed no other similar product complaint(s) from this lot number.

Event description:
Catheter break. No other details available as event happened 11 months ago.